Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other chronic/intractable pain (trunk/limbs). The pump contained an unknown brand of baclofen with ¿4 other medications¿ that the patient didn't recall the name. All concentration and doses were unknown. It was reported at a post-operative pump replacement (patient¿s first pump removed due to longevity) in (B)(6) 2011, the patient stated she was getting her stitches removed, and it was infected then. The patient stated a month later ((B)(6) 2011), the catheter became infected, and the patient stated she had to have two surgeries to remove it. The area of the infection was the pocket and catheter track. Infection symptoms included swelling, drainage, and pain. The patient stated it was very painful and discolored. The change in therapy/symptoms was considered gradual. The infection was confirmed specifically as (B)(6). Interventions included both intravenous (IV) and oral antibiotics and total system explant. The patient reported her pump was changed out on (B)(6) 2011 due to (B)(6); catheter was removed on (B)(6) 2011. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the patient¿s weight at the time of the event was (B)(6) pounds. The explanted pump and catheter were not going to be returned for analysis.